Event description:
Initial result for a pt calcium was 9.6 mg/dl. When repeated, the results were 10.4 and 9.4 mg/dl. The incorrect result was not used to guide pt therapy. The field service rep was unable to determine a cause for the discrepancy.